Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that there was no device malfunction; the device was kept in storage without proper maintenance which drained the battery. The device was not in use, there was no delay to patient therapy, and therefore does not have the potential to result in a death or serious injury.

Event description:
It was reported to philips that the device's battery was not holding a charge. The device was not in clinical use at the time of the event. There was no report of patient or user harm.